Event description:
The manufacturer received information alleging the device has strong airflow. The patient reports experiencing a hemangioma and high blood pressure. There is no indication that the device caused the allegations. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.